Event description:
It was reported that the pt states that she has recently begun experiencing pain and noticed a small lump in her right hip. She is scheduled to see her doctor on (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm std lfit v40 head, cat #6260-9-132, lot #35271303; trident hemispherical cluster hole shell, cat #502-11-52e, lot #38312301; trident 10deg x3 insert 32mm ID, cat #623-10-32e, lot #mkn5wt; 6.5 cancellous bone screw 35mm, cat #2030-6535-1, lot #mkr2a7. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.